Manufacturer narrative:
(B)(4). Results - evaluation of the returned product found that when the sensor belt was attached to a good working alarm unit it did not trigger the alarm when it was opened. There was no physical damage observed to the sensor belt. The customer's alarm was not returned. (B)(4).

Event description:
The nursing staff reported that they were testing this sensor belt with an alarm on a patient and when they opened the buckle there was no alarm sound. The nursing staff immediately took it out of use and replaced it with a working one. The nursing staff tested the alarm unit with a known working sensor and the alarm sounded as it should. There was no patient incident or injury that occurred.